Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service stating that the 31-hp800-0, 12" x 24" heating pad, three setting went bad, it is burnt on the sides and smells of plastic. The patient involvement is unknown, however there was no harm or adverse event reported.